Event description:
Reportedly, e360 ventilator was used on a pt and battery back up was not supported. During the ac power failure the battery back up support was not available, and hence the ventilator did not work on ac power and shut down. There was no alarm when the incident occurred. Later, the battery was taken out and checked out. No problem was found on the battery. Please note that there was no serious injury in this case.